Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple noise episodes on rv bipolar channel were observed. The device was turned off as physician believed that the patient doesn't need it. Patient's condition was fine.